Event description:
Per report received from foreign MFR: during the case, after one inflation the wire had movement difficulty- couldn't move the wire at all and after a few seconds was able to move it again - didn't take any chance and changed balloon and wire to finish the case.